Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she changed the battery and the set the night before and she noticed that the insulin pump was very slow during rewind. She changed the battery again the day of the call because the display went blank overnight the display returned after battery change. Both times, the battery icon initially showed three bars and then went to four. Customer stated that this has been happening since (B)(6) 2015. Blood glucose at the time is unknown. Current blood glucose was high at 586 mg/dl; treated with manual injection. The customer performed a selftest and the insulin pump passed. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged but it had a little black residue. The battery compartment and spring are not damaged or corroded. Customer was advised that the battery cap would be replaced and to monitor the insulin pump.